Event description:
The patient had one endeavor rx stent implanted in the mid rca during the index procedure. It was reported that approximately (B)(6) from the index procedure that patient suffered an mi (acute non stemi). The location of the infarction was undeterminable. It was reported that inter-hospital transfer for investigation of exertional chest pain. Intermittent chest pain relieved with sublingual glyceryl trinitrate. Single tropin rise following myocardial perfusion scan no concurrent chest pain at the time. No acute ECG changes noted mps normal with no individual ischemia.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi). (B)(4).